Event description:
The haptic broke during loading with no patient contact. It is unknown if the product may have malfunctioned or if it was a technical error. The contact did not provide the model and lot numbers of the injector and cartridge used. We have requested add'l info but it has not been rec'd to date.

Manufacturer narrative:
Results: visual inspection of the product found one haptic torn off and bent. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.